Event description:
Discordant, falsely low albumin results were obtained on three patient samples on a dimension vista 1500 instrument. The falsely low results were reported to the physician(s), who questioned them and changed medication for all three patients. The samples were then repeated on the same instrument and resulted higher than the initial results. The sample for one patient (B)(6) was rerun from original tube on two dimension vista instruments, which also resulted higher. The corrected results were reported to the physician(s). The corrected results for all three patients were in normal range and prompted a review with re-order of medications. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low albumin results.

Manufacturer narrative:
The customer reported to siemens customer care center (ccc) that rerun of original tube for one patient sample was in normal range and did not correlate with the initial falsely low result. The instrument data was reviewed and indicated a sample integrity or sample handling issue. Quality controls were run by customer and within range. The instrument is performing according to specifications. No further evaluation of the device is required.